Manufacturer narrative:
On (B)(6) 2019 arjo was informed about an event which occurred in the queen elizabeth university hospital in the UK. When the intubated patient was placed on the bed, the nurse observed that the bed function did not work and the lights on the control panel were flashing. When the nurse connected the bed to the wall outlet, the backrest lowered unexpectedly from 45 degrees angle to the flat position. The patient was placed on another bed in a safe way and the involved device was put into quarantine for inspection. There was no injury or other medical consequences reported. The evaluation carried out by arjo representative revealed that the bed was in overall good condition. This device was fully tested and it was confirmed that all functions were working in accordance with the specification. The reported unintended movement could not be recreated. The detailed inspection of bed components showed that the retaining clips were missing from the battery/power supply cover and the battery was not engaged properly. In the arjo technician's opinion this issue might have caused a small energy spike and as a consequence movement of the backrest. The involved enterprise 9000x bed was serviced by the third-party service provider and the last service was carried out in may 2019. As arjo did not have access to the service records, it was not possible to determine whether the bed was service in accordance with arjo recommendations at the appropriate intervals of the time. The instructions for use (IFU) dedicated to enterprise 9000x bed (746-591-en-3) include preventive maintenance procedure which needs to be followed to ensure that the bed continues to perform within its original specification. Failure to carry out a regular inspection or continuing to use the product if a fault is found may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents. Some inspection points should be performed regularly on a daily or weekly basis by the caregiver. If the result of any checkpoints described in the IFU is unsatisfactory, arjo representative should be contacted. Apart from daily and weekly actions, the bed needs to be inspected once a year by suitable trained and qualified personnel. Failure to do so may result in injury or an unsafe product. Due to the fact that the reported movement could not be replicated during device evaluation, it was not possible to determine the exact cause of this issue. Not properly fitted battery could be the most probable scenario, however it could not be clearly confirmed. The bed in question was not under arjo service contract therefore we are not in a position to determine if adequate preventative maintenance was performed in accordance with arjo recommendations. The review of post-market surveillance data and regression analysis conducted revealed that there was no significant trend observed concerning complaints on the unintended movement of the bed. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the unintended backrest section movement. There was a patient lying on the bed when this situation occurred. Upon the conducted investigation and bed inspection done by the arjo representative, we were unable to determine the exact root cause of claimed failure. The reported malfunction could not be recreated during testing. The device backrest section was reported to move on its own and from that perspective, the enterprise 9000x bed did not meet its performance specification.

Event description:
On (B)(6) 2019 arjo was informed about an event which occurred in the queen elizabeth university hospital in the UK. When the intubated patient was placed on the bed, the nurse observed that the bed function did not work and the lights on the control panel were flashing. When the nurse connected the bed to the wall outlet, the backrest lowered unexpectedly from 45 degrees angle to the flat position. The patient was placed on another bed in a safe way and the involved device was put into quarantine for inspection. There was no injury or other medical consequences reported.